Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator for measuring esophageal pressure (pes) , the pes is higher than expected during clinical use. The customer stated while in use on a patient the pedi balloon check on pedi mode seems to be over inflated, pes was about 10cmh2o without any actions. The air delivery control on pedi mode is inappropriate and the measurement value is not precise. There was no reported patient injury or harm.